Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified left femoral artery. The left femoral artery was dilated with a 1.5mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and calcified left femoral artery. The left femoral artery was dilated with a 1.5mmx20mmx143cm coyote es balloon. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a magnified inspection revealed a hole/perforation in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)